Event description:
The customer complained false negative reactions of three samples with biotestcell p3. We received the samples but not the complained lot of biotestcell p3. Samples were tested with retention sample of biotestcell p3 on tango in the quality control laboratory and reacted negatively. Furthermore, the sample were tested in the gel method and reacted also negatively. Additionally, the samples were tested in the tube technique at different temperatures, incubation times and the enhancing medium polyethylene glycol (peg). In the peg method, the three samples reacted positively. Evaluation of all tests confirmed weakness of the missed antibodies. The correct function of the affected biotestcell p3 lot was confirmed by testing different weak antibodies. All positive and negative reactions were correct.